Event description:
7/2 9:00 am, during am medical rounds ventilator alarm was sounding. Pt being on isolation, gown, gloves and mask was mandatory before entering room. The ventilator was found in an in-operative mode providing no ventilatory support with pt in distress. Bag was utilized and ventilator was changed. Md notified, pt assessed, no intervention needed, pt condition unchanged after event.